Event description:
It was reported to boston scientific corporation that during a polaris ultra ureteral stent placement procedure, resistance was experienced while advancing the stent over the guidewire using the stent pusher. Resistance was also experienced while removing the guidewire after the stent was placed in the patient's anatomy. When force was applied to remove the guidewire, the bladder end of the stent accordianed. Reportedly, the physician manipulated the guidewire many times to remove it from the stent. As a result, the guidewire became uncoiled and the distal tip of the wire had detached, and remained inside the bladder end of the placed stent. Subsequently, the stent was removed from the patient. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good".

Manufacturer narrative:
(B)(4) for the event of detachment of devices. (B)(4) for the event of torn material. Analysis of the returned polaris ultra ureteral stent set, containing a sensor guidewire, revealed that the stent was cut in two sections and the bladder pig tail severely damaged (ripped). The suture was not present with the returned device. Additionally, the distal tip of the returned sensor guidewire was detached from the core wire. The coating of the wire was severely elongated and unraveled. Dimensional and functional inspections found the devices were within specifications; therefore, it is possible that unstated procedure and possibly clinical factors may have contributed to the guidewire could not be removed properly from the stent, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion.